Event description:
Caller reported that the backlight of the pump lit up, but nothing was displayed on the screen, which affected the customer's ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.